Event description:
It was reported that during a cardiac diagnostic/intervention procedure, there was air in the line to the contrast management system. The product was switched out and the procedure was performed without harm or injury to the patient. It was reported that there were additional defective devices, but only one additional device is being returned to merit and no further information was available regarding additional events. Information on the other device is reported on MDR report # 1721504-2008-00042.

Manufacturer narrative:
Device evaluation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.